Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate antitachycardia pacing for a supraventricular tachycardia signal. Programming changes were made on the device. No patient consequences.